Event description:
Knee replacement surgery on (B)(6) 2019. Cr cemented femur (without cement) was implanted into patient when the component should have been a cr beaded/ pressfit femur. Both doctor and rep did not catch this error until yesterday, (B)(6) 2019.

Manufacturer narrative:
Reported event: an event regarding incorrect selection involving triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other similar events for the reported lot. Conclusion: the investigation concluded that user error was the cause of incorrect selection. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Knee replacement surgery on (B)(6) 2019. Cr cemented femur (without cement) was implanted into patient when the component should have been a cr beaded/ pressfit femur. Both doctor and rep did not catch this error until yesterday, (B)(6) 2019.